Event description:
It was reported that the right ventricular (rv) lead had a progressive rise in thresholds and thresholds were high. The lead was capped and replaced. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).